Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). The investigation is ongoing.

Event description:
As reported by our canada affiliate during a transapical transcatheter aortic valve replacement with a 26mm sapien 3 valve, the apical puncture access site was not aligned with the native aortic valve, which made advancement of the valve across the native annulus difficult. Excessive force was applied to the 26mm certitude delivery system in an attempt to cross which resulted in the valve moving off the balloon. Consequently, the valve was not implanted. Additionally, the valve could not be retrieved from the 18f certitude sheath to allow preparation of a new valve, and it was decided to convert to open-heart surgery. No damage to edward's devices were reported. The patient was doing well. Additionally, the patient experienced a rupture of the papillary muscle, which was considered likely related to placement of the wire at the beginning of the procedure. The perceived root cause of this event was that the apical puncture access site was not aligned with the native aortic valve.